Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump, despite changing out the infusion set, insertion site, reservoir, and batteries. The customer stated the insulin and reservoir were in his car and the insulin was cloudy. He was advised not to use the insulin. Customer's blood glucose was 300 mg/dl. Nothing further reported.